Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.